Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick home care disposable ifus are found to be adequate based on past reviews. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had urinary tract infection and did not know if the purewick female external catheter caused the urinary tract infection. It was noted that the patient had been using the device for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection and did not know if the purewick female external catheter caused the urinary tract infection. It was noted that the patient had been using the device for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.